Manufacturer narrative:
The device has been received and the investigation is in process.

Event description:
The doctor reported that when he removed the implant from the package he noticed that the implant body was discolored. The doctor also reported that the discolored implant did not come in contact with the patient and he was able to complete the surgery with another implant from his inventory.

Manufacturer narrative:
The issue appears to be an isolated case related to the one lot number of packaging cylinders. A potential cause of the residual fluid is that one or more of the degreasing operation steps are not followed. As a result a field correction has be initiated.